Event description:
Daniel, j.w., haft, g.f. Progressive adult spinal deformity following placement of intrathecal opioid pump: a report of four cases. The iowa orthopaedic journal. 2014; 34: 144-149. Summary: placement of intrathecal opioid pumps (itop) for chronic pain is a rare, but described cause of progressive spinal deformity. Over the last two decades there has been several suspected cases at our institution. In this case series, we described the apparent association between placement of an intrathecal opioid pump and progression of spinal deformity. The medical records of a single surgeon working at a single institution were retrospectively queried for patients seen between 1995-2010 to identify patients with spinal deformity and an itop. All hospital records including notes, radiographs, and labs were reviewed and analyzed. Spine radiographs were measured using standard techniques and reported as cobb angles. This project was irb approved and no external funding was used. In total, we identified four patients with spinal deformity after placement of an itop. These patients were adults, two males and two females (ages: 48-80 years), with a unique medical history. Each participant¿s radiographs showed a progression of the spinal deformity following placement of itop. All patients underwent subsequent posterior spinal fusion for treatment of their progressive spinal deformities. In this series, we have shown an apparent association between the placement of itop and progression of deformity in both patients with and without existing spinal deformity. While it is impossible to discern causality, all patients in our series had radiographic and clinical evidence of spinal deformity progression after placement of intrathecal pumps. These findings may raise awareness of this rare, but major, complication. In those performing pump placement, we recommend continued clinical and radiographic monitoring, through routine follow-up. Reported event: a 62-year-old male had two previous spine surgeries in 1977 including a laminectomy and discectomy at l4-l5 and l5-s1, and spinal fusion from l4-s1. Initial radiographs in 2002 showed no signs of spinal deformity. He had an itop placed in august 2002 for post-laminectomy syndrome with intractable low back and bilateral lower limb pain. Subsequent radiographs in 2007 started to show the development of spinal deformity with an 18 degree cobb angle from t7-l2 and lateral cobb angle from t11-l4 of 39 degrees. The rate of change in spinal deformity prior to it pump was zero degrees per year. After placement, the rate of change was 3.6 degrees per year. The most profound change was in the patient¿s sagittal spine balance. His thoracolumbar kyphosis progressed from 0 to 39 degrees. He had a revision of his itop in september 2007 and eventually went on to have spinal deformity correction with posterior spinal fusion with instrumentation from t7-l5 in october 2007.

Manufacturer narrative:
It was not possible to match this event with any previously reported event. (B)(4).